Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor calibration errors and also mentioned that they experienced a low blood glucose of 41mg/dl. The customer stated that they had issues with the sensor getting ripped off due to working in tight spaces. The customer stated that they know why the sensors were not adhering and stated that they work as an electrician and declined to troubleshoot. The customer also declined troubleshooting for the low blood glucose and stated that they had something to eat. There are no products to be returned for analysis.